Event description:
Boston scientific received information that during the implant procedure, preimplant testing with a competitor pacing system analyzer (psa) revealed normal lead measurements. The leads were connected to this device and increased atrial threshold and high out of range left ventricular lead impedance measurements were obtained. Subsequent measurements with the psa revealed normal results again. The leads were reconnected. Normal atrial threshold measurements were obtained, however the left ventricular lead impedance measurements remained increased. In unipolar normal measurements were obtained. A further measurement in bipolar revealed also revealed a normal measurement. A decision was made to leave this system implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.